Event description:
A consumer reported not being able to calibrate their meter to a new box of test strips. The consumer reported the previous calibration code remains in the meter. If an assay were performed with the difference in calibration codes, the result could be clinically significant. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.